Manufacturer narrative:
Eight (8) minicaps were received for evaluation. The samples were returned with the aluminum foil peeled. A visual inspection was performed with the naked eye. The sponge of each unit was found fully separated from the cap. The reported condition was verified. An assignable cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of eight (8) minicaps. There was no patient involvement. No additional information is available.